Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that an altitude alarm occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range. The customer's blood glucose was 140 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.